Event description:
As reported by an affiliate, during treatment of the anterior communicating artery, there was a lot of resistance while advancing a neuroscout (601314/601314) through a prowler lpes (606s155x/15866115) to the aneurysm. The devices had not reached the aneurysm. The guidewire and microcatheter did not appear damaged in any way. The doctor eventually used a new neuroscout and prowler lpes. It was reported that there had been a continuous flush through the microcatheter. There was no patient injury. Additional information was received via product analysis on (B)(4) 2014 indicating that the guidewire was stretched.

Manufacturer narrative:
(B)(6). Complaint conclusion: the guidewire and microcatheter were returned for analysis. No damages were noted on the microcatheter hub. The body was inspected and was found bent. The neuroscout guide wire was inspected under a microscope; it was found kinked and bent in the part soft the guide wire. The ID the microcatheter was measured and was found within specification. After that the neuroscout guide wire was introduced into the microcatheter and it advanced smoothly until the microcatheter's distal tip, and friction was felt when the wire passed through the bend found in the microcatheter. After that a 0.014" guide wire cordis lab sample was introduced into the microcatheter and it advanced smoothly until the microcatheter's distal tip and friction was felt when the guidewire was passed through bent found on the microcatheter. However, the guide wire passed through the entire microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The neuroscout guidewire was forwarded to (B)(4) medical for additional analysis. The guidewire tip was received exposed from the hoop and in the pouch. The device was removed from the hoop and examined. The coiled portion was kinked and bent in several places. All three bonds were intact. Functional analysis was not performed due to the kink and bent conditions observed in the device. Coil stretches were noted in the regions around the midjoint. The device met .014" diameter specification. DHR history reviewed found no know non-conformities within the manufacturing process. The reported resistance/friction between the microcatheter and guidewire was confirmed during the functional test. The cause of the resistance/friction appears to be due to the bent section found on the returned microcatheter. The cause of the bend could not be determined. The cause of the bends and stretches found on the guidewire could not be conclusively determined; however the conditions observed in visual analysis suggests that forces were imparted to the sample that exceeded its design specification. Neither the analysis nor the DHR suggest that the resistance/friction, bent conditions or guidewire stretching could be related to the manufacturing process; therefore no corrective actions will be taken at this time. This is an initial/final MDR.